Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly using the device without any complaints. This is the final report.

Event description:
The recipient reportedly experienced a decrease in magnet strength. The recipient underwent magnet replacement surgery on (B)(6) 2018. The magnet was discarded and will not return to the company for analysis. The recipient is in the process of healing.